Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The customer specified (B)(6) 2025 as the date of the incident. One day before the day of incident, at 18:43, an inf. Safeset pur was selected, and the infusion started with a rate of 30 ml/h. The next day, at 4:39, the therapy was interrupted by an upstream alarm. This was followed by an air rate alarm at 5:29. A total of 322.78 ml were infused. No abnormalities were found in the history log. No technical malfunction occurred during therapy. The cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. The device has signs of use commensurate with its age. No visible damage are to locate. The device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked. The mechanical pressure cut-off was checked. Safety clamp was checked. The device matches the required values and standards. All measured values are within our specification. A delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,90% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). All measured values are within specification. The device was disassembled, and the inside was investigated. The inside of the device was dirty but no visible damage was found. The defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "patient on va ECMO, high catecholamine requirement: around 5:30 am, there was a sudden drop in blood pressure (40/20 mmhg). The nurse (me) noticed that blood was flowing back through the catecholamine line, indicating that no catecholamines were being delivered. The perfusor did not give any alarm. Upon opening the perfusor, it was found that the infusion line was compressed. Therefore, I had to replace the entire perfusor line, which led to a further drop in blood pressure. My medical colleague had to urgently administer norepinephrine 0.01 mg/ml to stabilize the blood pressure. If the patient had not been on va ECMO, this would have been a resuscitation situation. Absolute emergency. The carrier solution aminoplasmal 10% was running at a standard rate of 30 ml/h."